Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin alarmed an error during the prime test as a result of a loose drive support disk. See scanned page.